Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional patient effects were reported. No further information from the field is available at this time.